Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed there was a trilumen insulation abrasion noted through to the distal high voltage lumen approximately 555-575mm from the terminal pin. The distal high voltage conductor cable had also been rubbed to the point of fracture at this location. Due to the location and type of damage, this was likely caused by lead-on-lead interaction within the heart. As a result, the clinical observations were confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise and insulation damage. No adverse patient effects were reported.